Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle did not retract, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm wil automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent insulin, which may indicate the cannula has dislodged," and "test results greater than 250mg/dl mean high blood glucose (hyperglycemia). If you get results about 250mg/ dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 300mg/dl, and that the needle never retracted. The pod was worn between 1 and 1.5 days.